Event description:
A (B)(6) female pt contacted zoll customer support to report his monitor speaker was humming. The pt received a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (system speaker hums) has been confirmed. Upon investigation, the monitor was experiencing constant resets. The cause of the problem was isolated to computer analog (ca) board sn (B)(4). The ca board has been returned to vendor for replacement of the ca board ram components u100 and u101. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective memory. The pt received a replacement monitor.